Manufacturer narrative:
(B)(4) sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4)

Event description:
It was reported the patient could no longer charge the ipg due to limited range of motion following an unrelated surgery. It was confirmed the ipg was functioning properly. The patient's ipg was explanted and replaced with a different model on (B)(6) 2016.